Event description:
It was reported that the ventricular lead exhibited loss of sensing. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomalies were found.